Event description:
It was reported that, six months following a tunica vaginalis testis procedure, the pt presented complaining of pain during intercourse. The pt was dry and otherwise asymptomatic, but the tape was found to have extruded into the vagina. The surgeon excised the tape under local, and closed the vaginal defect. No recurrence.